Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It customer stated that they received a battery alarm, not sure what kind, on the insulin pump and then the device went blank. The customer has used four batteries total, two of which were from a different package. The customer was driving at the time of the phone call and did not want to pull over in order to perform troubleshooting. The blood glucose was not provided since the customer was driving. They were advised that a reset needs to be performed. The customer stated that they will call back in ten minutes. When they did call back, they stated that they took the battery out for ten minutes, as advised, but the device still has a blank screen. The customer was advised that the device needs to be replaced and they should revert to a back up plan. Nothing further was reported.